Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted via v-p shunt on unknown date with unknown setting. Valve obstruction was suspected and on (B)(6) 2022 it was removed and replaced.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis: the valve was visually inspected; a needle hole in the needle chamber was noted. The position of the cam when valve was received was setting 3. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve only leaked from the needle hole in the needle chamber. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion / functional issues were noted.

Event description:
N/a.